Event description:
It was reported that the tip of the instrument fractured while in use during surgical case. There was no foreign body or harm to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor body was returned with signs of repeated use in the form of nicks, dents, and scratches. However, the impactor pad said to have fractured was not returned; therefore, further analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.